Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed na (incoming inspection). Detailed description of event: olympus incoming inspection po# (B)(4). This is a complaint from aomori olympus evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 18, 2019. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. (1) foreign object in pouch - ctr73 lot# 1370334 (2 ea). Patient status: na. Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a plastic-like strand in the pouch seal. Based on the condition of the returned unit, it is likely that the plastic-like strand came from the clear side of the pouch and was embedded into the pouch seal during the packaging process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed na (incoming inspection) detailed description of event: olympus incoming inspection po# (B)(4). This is a complaint from aomori olympus evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: (B)(6) 2019. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. (1) foreign object in pouch - ctr73 lot# 1370334 (2 ea) patient status: na. Type of intervention: na.